Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal . Customer's blood glucose was 360 mg/dl. The customer stated the drive support cap appear normal. The customer stated that the device was not exposed to strong magnetic field. The customer did not reported a motor position encoder error alarm. The customer stated that there is no history of alarm. The customer performed displacement test and it passed. The customer was advised that manual prime were successful and motor error alarm didn't occur. The customer was advised to monitor pump.